Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in operating room for device change out. When the atrial lead was connected to the atrial port of the new device, the pulse generator exhibited high impedance measurements. The lead was tested with the pacemaker system analyzer and tested within range. The lead was inserted in the ventricle port and exhibited normal bipolar impedance reading. The device was not used and a new device was implanted. The patient's condition was stable before and post procedure.